Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat frame was broken which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the center seat frame is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the center seat frame is bent.